Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site listed is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and narrowed the issue down to a faulty on/off circuit within the solenoid driver board. To fix the issue, the fse replaced the solenoid driver board. The full pm was completed; safety, calibration, and functionality checks passed to factory specifications. The iabp unit was returned to clinical service upon completion.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed "system failure" error upon startup, after performing a routine preventative maintenance by a getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.